Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing grommet. The returned device indicated a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that the during the implant procedure the set screw of the right ventricle pace/sense channel of the implantable cardioverter defibrillator (ICD) was not able to screw out. Another device was implanted. No patient complications have been reported as a result of this event.